Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.